Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the front therapy electrode that looks like a burn. The patient was given a prescription of clotrimazole cream from her physician as well as the suggestion to use corn starch. The irritation improved after using the doctor's recommendations.